Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery. This report is filed on may 29, 2019.

Manufacturer narrative:
Device analysis indicates a device failure. This report is submitted september 02, 2019. - attachment: [142811 device analysis report.pdf].

Manufacturer narrative:
This report is submitted on march 05, 2019.

Event description:
Per the clinic, the patient experienced pain and swelling at implant site and subsequently was treated with antibiotics (type not reported) for a duration of 10 days.